Event description:
The customer reported that the system would not save images. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply voltage was adjusted and the p3 connector was reseated and secured. The system was then found to be operating as intended.